Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was found to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The pump was not dropped or bumped. Customer spent the whole day in the sun and stated there was possible moisture exposure and it was also hot that day. Customer does not have a back-up plan or a glucometer. Customer stated that he feels good. Customer was advised to contact his health care professional. The insulin pump will need to be replaced.